Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced four infusion sets tubing detachment from connector. Patient's blood glucose at the time of issue was 520 mg/dl. Infusion set was in use for 24 hours. No further information available.